Event description:
Had knee replaced on (B)(6) 2016 with vanguard biomet xp always felt loose, dr said give it time to heal. Had x-rays taken in (B)(6), dr said he was concerned that knee was showing separation from bone. Dr said give it a few months we'll take another look. Went back in (B)(6) had more x-rays taken shows more separation. Dr said only recourse is revision surgery. That was only 8 months after replacement surgery. I am (B)(6) still work besides not being able to afford the surgery again (out of work 3 months) and still paying medical bills for something I need replaced. I have to live with this until I get this paid off before thinking about revision. I have to walk very careful as I can move my lower leg back and forth from knee down 1/2 in, I'm not sure if the problem is the knee, cement used or what. I like the dr, he came highly recommended but don't know, never had any major surgery before. I have read online where other people have issues with biomet xp knees xp knees but there is no recourse. I am not looking to sue anyone I would just like to get knee fixed and not cost (B)(6) (before insurance). Just don't see any official complaints on the xp with FDA.